Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed with the use of a monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. The mcs instrument (part 420179-10; lot m10121214) involved with the complaint was returned and evaluated. Engineering evaluation did not find any evidence of arcing on the instrument. The instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
On june 26, 2013, intuitive surgical inc. (Isi) obtained the following additional information regarding the reported event from the surgeon and a nurse: the monopolar curved scissors (mcs) instrument and mcs tip cover accessory were inspected prior to the reported surgical procedure and no issues were observed. The mcs tip cover accessory was installed on the mcs instrument using the installation tool. The surgeon denied that electro lube was used. The surgical procedure was not recorded. According to the surgeon, the arcing occurred around the wrist area of the mcs instrument and through the mcs tip cover accessory. The electrical energy arced to the patient's uterus. After the arcing occurred, the mcs instrument was immediately removed and inspected. The surgeon indicated that no damaged was observed upon inspection of mcs instrument and mcs tip cover accessory. The mcs tip cover accessory also was found to be installed correctly. After the arcing event occurred, the surgical staff replaced the mcs instrument and mcs tip cover accessory. The site was suing a valley lab electrosurgical unit (esu) with a 30 setting for cut and coagulation. The surgeon denied that the mcs instrument collided with any other instruments during the surgical procedure and before the arcing was observed. The surgeon denied that the patient experienced any intra-operative or post-operative complications. The mcs tip cover accessory was discarded by the site.